Event description:
The caller alleged a variance between the inratio inr results and the physician's inratio inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.7 and 4.5, physician's inratio inr: 5.5. Therapeutic range: 2.5 - 3.5. The time between testing the two inratio tests was ten (10) minutes. All testing was performed within two (2) hours. Improper technique was reported when performing the first inratio test. The customer added multiple drops of blood to the test strip and the sample was not immediately applied to the sample well. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were not issues related to this complaint. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.